Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument did not transmit energy from the erbe. There was no report of arcing nor thermal damage to the instrument. There was no patient injury. The patient was a 69 year old male weighing 80.1kg.

Manufacturer narrative:
The maryland bipolar forceps instrument has been returned and evaluated by the failure analysis (fa) team. Failure analysis investigations confirmed the customer reported complaint of "cautery issue." Failure analysis found the primary failure of cautery issue to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the proximal end at the waterfall pulleys. The instrument failed the electrical continuity test. The root cause of this failure is attributed to manufacturing. Additional findings not reported by site and unrelated to the reportable event were that the instrument was found to have one or more of the housing snaps broken. The root cause of broken snaps instrument housing is typically attributed to mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product. No images or videos were shared for the event. A review of the instrument log for the maryland bipolar forceps instrument (470172-16/n101808300019) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021. Additional log review was conducted, which resulted in the following findings: on (B)(6) 2021, there was a partial nephrectomy procedure with dr. (B)(6) using system sk0212. However, the instrument in question (470172-16/n101808300019) appears to have been used on (B)(6) 2021 in a prostatectomy - radical w/o lymphadenectomy procedure with dr. (B)(6) on system sk0212. This complaint is being reported based on the following conclusion: the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. If the conductor wire is damaged or the electrical pathway is compromised, electrical current may be discharged in a location proximal to the intended location. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, there was no power on the maryland bipolar forceps instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.